Manufacturer narrative:
Visual inspection of the suspect device shows wear typical of normal use. Dimensional testing showed the implants to be within tolerance, and functional testing showed normal operation. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was done to remove hardware due to a locking cap loosening post-operatively.